Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that patient's ins was implanted too close to the surface of their skin and too low, which caused them pain that became progressively more uncomfortable. Patient had the system off for the previous 4 or 5 years and it was hurting the patient so they had it removed in (B)(6) 2017. Patient also mentioned their target symptoms changed so they did not need the device anymore. Patient had been taking 'tobiaz' for their urge and incontinence which worked well. Patient needed to have an MRI for compressed discs, which was unrelated to the device. Patient also mentioned they had other issues of back surgery and double mastectomy that were unrelated to their system. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional and it was reported that the device was removed (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.